Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Age: average age. Sex: majority gender. Dates of event and implant: dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effect(s) of stenosis, thrombosis and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article that the xience prime and xience xpedition may be related to restenosis, acute coronary syndrome, thrombosis, myocardial infarction, new hospitalization, and death. Specific patient information is documented as unknown. Details provided in the attached article titled: "clinical and angiographic outcomes of bioabsorbable vs. Permanent polymer drug-eluting stents in (B)(6): a report from the (B)(6) registry ((B)(6))".